Manufacturer narrative:
The reported events of lead body tubing swollen and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation cut at the middle region of the lead consistent with procedural damage. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. All damage noted to returned lead was consistent with occurring at the time of procedural. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-37731 it was reported during implant procedure that the atrial lead insulation was swollen and the lead failed to capture. The lead was successfully exchanged. The replacement lead, with serial number (B)(6), was also reportedly swollen but was nevertheless implanted. The patient was stable and asymptomatic.